Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 95% stenosed lesion was located in a severely tortuous and calcified left anterior descending artery. The 2.00x15mm apex otw balloon ruptured at eleven atmospheres. Number of inflations is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).